Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site, it appeared that the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the needle mechanism did not find any damage. Download data shows a 0x1c alarm: this alarm is generated when the pump passes 80 running hours. The download data did not show any timeouts or drive stalls during the run. The device performed as expected. For this complaint no evidence of malfunctioning needle mechanism could be found.